Event description:
Experienced shallow breathing, shortness of breath, unable to inhale sufficiently. Required ambulance transport to ER at 2am. Was using philips dreamstation c-pap and had recently began using so clean ozone generator for cleaning the c-pap. Received oxygen and other treatments. Released after several hours. (B)(6). FDA safety report ID # (B)(4).